Event description:
It was reported that the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) displayed a red alert for a high out-of-range shock impedance measurement of 125 ohms. Technical services (ts) noted the average has been in the 120-ohm range. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.